Manufacturer narrative:
A ge service rep performed an investigation over the telephone. It is suspected that the system is slightly out of calibration. A service call had been scheduled in order for a ge service rep to evaluate the system. The service call was rescheduled. No further problems are anticipated once calibration is performed. An add'l report will be generated and submitted if further info becomes available.

Event description:
It was reported that the system 2800 was displaying images which were lighter than desired allowing for possible misinterpretation. There was no adverse patient involvement reported. There was no patient info reported.